Event description:
There was an allegation of questionable hcv results with the cobas® mpx - 480t with a donor sample tested on the cobas 6800 analyzer.the initial result was hcv reactive.the anti-hcv test result was 0.05 coi (non-reactive). On (B)(6) 2026, the repeat result from the whole blood segment was non-reactive.on (B)(6) 2026, the follow-up result was non-reactive. The anti-hcv test result was 0.0377 coi (non-reactive).the abbott anti-hcv test result was non-reactive.

Manufacturer narrative:
The serial number of the analyzer is (B)(6).the investigation is ongoing.